Event description:
It was reported that this pump was explanted for battery depletion. No allegations or patient symptoms were reported at the time of its return. The device system delivered lioresal.

Manufacturer narrative:
(B)(4). Analysis of the pump logs revealed no motor stalls or motor stall recoveries. No errors of any kind had occurred with this pump. Further, the pump passed all nondestructive testing except the alarm test. No physical damage was noted on the pump exterior. However, an alarm resonator anomaly occurred. The alarm test reading was measured at 68.4 decibel (db) with the minimum specification of 70.0 db. Due to the failure of this test, the alarm waveform test was done. The peak to peak voltage of this test was 6.54 volts (v) and the measured battery voltage during this test was 2.77 volt direct current (vdc) which was in specification. Lastly, two cracks were found on the resonator.